Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the display screen was broken and they can not see what is coming up on the screen. The screen was cracked, and can see some of the lettering and numbers, but the display is affected. The patient¿s blood glucose level was 12 mmol/l at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing segments and partial display due to cracked and bleeding lcd glass, unable to perform self-test and displacement test due to missing segments and partial display.